Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Functional test was performed and failed. The issue is due to a defective and inoperable air detector which was replaced. Functional and preventative maintenance was performed.

Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant air in line alarm with primed sets. No adverse effects were reported.